Manufacturer narrative:
E1: initial reporter phone: (B)(6). E1: initial reporter address 1: (B)(6). The device was not returned for analysis; therefore, a technical analysis could not be performed. However, a review of the media provided by the customer showed evidence of catheter difficult to flush and telescope leak. Also, the shorting plug was on the hub section of the catheter.

Event description:
It was reported that a catheter issue occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. An opticross hd imaging catheter was selected for use in the ultrasound examination. During preparation, the system initially identified the catheter correctly, and it flushed without resistance. However, liquid leaked from the red marker of the telescope, and the catheter could no longer be flushed or have air discharged. When tested outside the patient, the catheter appeared blackened but showed no kinks. No error was reported at the time the image was lost. The procedure was completed with another of the same device. There was no patient complications reported, and the patient was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). E1: initial reporter address 1:

Event description:
It was reported that a catheter issue occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. An opticross hd imaging catheter was selected for use in the ultrasound examination. During preparation, the system initially identified the catheter correctly, and it flushed without resistance. However, liquid leaked from the red marker of the telescope, and the catheter could no longer be flushed or have air discharged. When tested outside the patient, the catheter appeared blackened but showed no kinks. No error was reported at the time the image was lost. The procedure was completed with another of the same device. There was no patient complications reported, and the patient was stable.

Manufacturer narrative:
(B)(6). Investigation results: device analysis findings: device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed no issues were found, and the device and accessories appear to be in good condition. The impedance test shows an electrical open at the proximal end of the catheter. The functional test showed during the flush test, the device flushed normally when the telescope was fully retracted and fully advanced. No signs of leak were observed. Media returned by the customer was inspected and showed catheter difficult to flush and telescope leak and the shorting plug was on the hub section of the catheter. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution, and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause not established, following a review of the reported event details and the available information. In this case, the returned device showed an electrical failure, however, it was not possible to identify the probable cause of the observed failure. CAPA was previously opened to investigate this issue further. Complaints related to this issue performance is monitored through the enhanced signal escalation process. This issue does not present a new or unanticipated risk per risk management. Regarding the reported catheter difficult to flush and device entrapped air, and the leak observed in the media attached has been assigned an investigation cause code of cause not established following a review of the reported event details, available information, and product record review. In this case, an attached media provided by the client shows evidence related to difficult to flush, telescope leak and entrapped air, which does not match what was found in the product analysis. The device was returned for product analysis however, it was not possible to identify the root cause of the reported event, and batch record review concluded that no manufacturing deviations were identified during the manufacturing process which could have contributed to the reported issue. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.

Event description:
It was reported that a catheter issue occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. An opticross hd imaging catheter was selected for use in the ultrasound examination. During preparation, the system initially identified the catheter correctly, and it flushed without resistance. However, liquid leaked from the red marker of the telescope, and the catheter could no longer be flushed or have air discharged. When tested outside the patient, the catheter appeared blackened but showed no kinks. No error was reported at the time the image was lost. The procedure was completed with another of the same device. There was no patient complications reported, and the patient was stable.